Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. In addition the recipient is no longer within indication criteria for single side deafness. No further steps are planned at the moment.

Event description:
The user reported experiencing intermittencies with the device beginning in june 2022 lasting until march 2023 followed by no output from the system since this time. There are no further steps planned at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported experiencing intermittencies with the device between september 2022 and february 2023.